Event description:
It was reported experienced pain at the ipg site. Subsequently, surgical intervention was undertaken (reference MFR report#1627487-2015-10174) during which time the pocket was relocated up on the same side as the original implant reportedly, the issue resolved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Please reference MFR. Report #:1627487-2015-10174; follow-up 001 for explant and product return.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).